Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular implant following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and exchanged two months following the initial procedure. Clinical reason for explant was mentioned as refractive outcome unsatisfactory. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that in surgeons opinion the event was caused by refractive error and not by lens. The lens was exchanged with same model lens of one diopter change in toric value indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.